Event description:
A 74 yr. Old male history of vt, cad, ef 45% had initial implant of transvenous ICD 3/93. Pt presented to ICD clinic with frequent shocks. Through non-invasive evaluation it was determined there was a lead problem which was the cause of the oversensory and inappropriate shocks. Pt admitted to monitored bed and or scheduled for 7/17/97 for revision of ICD lead and new ICD implant. Cond. Insulation break secondary to twiddlers syn..